Event description:
It was reported that the customer had a button error alarm and a keypad anomaly on the insulin pump. Customer stated that they were unable to clear the alarm and the buttons were not responding. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and reservoir tube cracked.